Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the outer insulation was abraded at 65.3 cm to 69.3 cm from the connector pin. Abrasions are consistent with that of exposure to friction with another implantable device.